Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. The complaint device was returned for evaluation and past external visual inspection. Voltage testing was performed, and the device failed. The patient's complaint was undetermined because there were no log data to review. The reported allegation was not found and a root cause could not be determined